Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas 8000 cobas c 701 module for 1 patient. The initial result was 237 umol/l, and the repeat result was 439 umol/l. The repeat result is deemed to be correct as it is more in line with the clinical diagnosis.